Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing. The patient had experienced dizziness. The lead was capped and replaced. The patient was fine during and post operation.